Event description:
While under sedation for therapeutic transurethral bladder neck incision, when inserting the sheath into the area of the prostatic urethra, the ceramic tip broke and shattered into many pieces. The surgeon was able to retrieve some fragments transurethrally however the rest of the fragments had to be removed transvesically using a high cystocele incision. This lead to a surgical prolongation in which the original operation should have been around thirty minutes but instead it took approximately two hours.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b8, d9, h2, h3, h6, h11. The device was returned to olympyus and the failure was confirmed and determined the following cause: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.